Manufacturer narrative:
H4: the lot was manufactured between may 17 and may 20, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse fluorouracil. This occurred during patient infusion. A new compounded fluorouracil bottle was prepared to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual sample with 129ml fluid in the bladder and a photograph of the sample were provided for evaluation. Visual inspection of the photo sample and returned sample did not identify any abnormalities that could have contributed to the reported condition. The photo sample contained only the compounding lot number, code, and date. Microscopic inspection on the flow restrictor revealed a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) instructs the user regarding the proper filling technique to avoid this type of occurrence. Should additional relevant information become available, a supplemental report will be submitted.